Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-20108. It was reported the pt experienced a csf leak during a trial procedure which resulted in a headache. As a result, the trial scs leads were explanted earlier than scheduled and intravenous fluid was given to the pt. F/u identified the issue has resolved.